Event description:
The surgeon has declined to provide additional information for this event.

Manufacturer narrative:
Additional info: the surgeon has reported that the lens is unavailable for evaluation and has declined to provide additional information for this event. A lot number was not reported, therefore a review of the device history record (DHR) could not be performed for this device. A review of nonconformances (ncs) for the three years prior to the event was performed. There were no ncs that would contribute to the reported event the trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, we are unable to determine a root cause for the reported event. No corrective action is necessary at this time.

Manufacturer narrative:
The lens associated with this event is not available to be returned for evaluation. Additional information has been requested, but has not yet been received. Investigation of this report is in progress. A supplement report will be submitted upon completion of the investigation.

Event description:
A patient had an akreos intraocular lens (iol) explanted 8 years post implant due to the lens becoming black and opaque, leading to the patient not being able to see. Additional information has been requested, but has not yet been received.